Manufacturer narrative:
Evaluation summary ancillary device introducer was returned. A kink was observed on the catheter. There is evidence of damage to the catheter coil section. Visual inspection of the catheter revealed a separation of the coil/heating element and catheter in two pieces. The damaged portion of the catheter/coi /heating element exhibited tensile stretching of the coil windings. The damage portion of the catheter shows stretching of the shaft and damage to signal wires. The separation of the catheter revealed the coil/heating element is at the distal end of the introducer and the damage catheter is observed toward the hub of the introducer. All components of the catheter were accounted for. The damage heating element/coil was unable to be removed from inside the introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a closurefast to treat the great saphenous vein. The IFU was followed. During the procedure, the generator displayed the error message "target temperature not reached". It was reported that the wires of the catheter heating element were exposed while heating. A cut down was required to retrieve the heating elements from the patient. External compression was used. The cut down was successful and the vein was seen to be closed. The patient was reported to be doing fine after the procedure.